Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240/2367. This situation occurred during dwell 4. The technical service representative (tsr) instructed the home patient (hp) to close all the clamps and transfer set, cycled the power off and on and received a se 2367. The hp cycled the power off and on to press go to start prompt. The tsr explained the alarms and the hp stated they disconnected in dwell and didn't connect back up in time, then received se 2240 after the hc went into the drain cycle. The hp then reconnected trying to restart therapy again. The tsr advised to discard all the supplies and to report the alarms to the peritoneal dialysis (pd) nurse the next morning. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 4 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated they disconnected in dwell and didn't connect back up in time, then received se 2240 after the hc went into the drain cycle, then the hp reconnected trying to restart therapy again. The lot number was not provided; therefore a batch review was not done. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was unknown; therefore a batch review cannot be conducted.